Event description:
It was reported that during the placement of the ventricular lead, the stylet was stiff and could not be inserted smoothly even after the stylet was moistened. Physician suspected an issue with the lead and replaced the lead without any anomaly. No adverse patient effects were reported.